Event description:
It was reported that this pacemaker was part of the possible erosion and infection issue. Reportedly, the patient fell and now felt the implanted device was sticking out. The company representative advised the patient to call the following clinic. No additional adverse patient effects were reported. The pacemaker remains implanted.